Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life of the insulin pump, the buttons were harder to press, the screen was dim and not as bright as it used to be. The customer also reported insulin flow blocked alarms and stated that the reservoir was loose and was not secure as it used to be. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-242a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
All buttons keypad function properly and no back light/keypad button anomaly during testing. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. No unexpected no delivery, low battery alarms show in the trace/history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 50.0 received the lowbatteryalert (104) on 05/18/2025 14:05:00 after more than 7 days at 56.62 days. Battery cycle 49.0 received the lowbatteryalert (104) on 03/22/2025 13:22:00 after more than 7 days at 33.97 days. Battery cycle 48.0 received the lowbatteryalert (104) on 02/15/2025 18:57:00 after more than 7 days at 54.37 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, pump passed all testing required. Customer experiences an unexpected power loss of less than 7 days, no delivery alarms, reservoir unable to lock into place, back light/keypad button anomalies not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.